Event description:
It was reported that during a fistulaplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in a fistula. A 6.0mm x 40mm x 75cm mustang balloon catheter was advanced to the lesion and inflated to 28 atms for 30 seconds. On the second inflation the balloon ruptured circumferentially at 25 atms after approximately 5 seconds. The device was removed intact and the procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a fistuloplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in a fistula. A 6.0mm x 40mm x 75cm mustang balloon catheter was advanced to the lesion and inflated to 28 atms for 30 seconds. On the second inflation the balloon ruptured circumferentially at 25 atms after approximately 5 seconds. The device was removed intact and the procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device noted that the balloon material was torn circumferentially at approximately 23mm distal to the distal end of the proximal balloon sleeve. The single lumen shaft is severely stretched and bunched in appearance. The distal tip of the device is damaged and flared. It was noted that the hub is missing from the device; it appears to have been severed off. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error. The device was not used per the directions for use / product label. The complaint report states that the device was inflated twice above its rated burst pressure; first to 28 atm and secondly to 25 atm. (B)(4).